Event description:
Information received with return of the explanted device notes that the patient complained of not feeling well and an "outer conductor fracture, insulation intact - appeared pre op to be due to crush, surgeon states it was tight repositioned due to dislodgement in april of 1996. The patient's presenting rhythm was atrial flutter with intermittent ventricular pacing.~~~~~~